Event description:
Customer reported testing api sample cov-04 and getting a negative result. The api specimen provided was supposed to be a low level positive sample. The customer ran the sample a 2nd time after receiving the evaluation report from api and got a negative result again. Data review: on (B)(6) 2022 customer (B)(6) hospital contacted luminex technical support to report two false negative results for aries sars-cov2-eua assay pn: 50-10047. The reported false negatives occurred while running an api covid positive sample on lots: ab6099a and ab6479a. Customer provided assay run files confirm there was no detection of either the n target or the orf1ab target for any sample runs using the api provided cov-04 sample. Consumable review: no false negative results were reported during aql testing of lot: ab6099a on (B)(6) 2022. There are no ncmrs associated with this lot. There are no additional complaint cases for lot: ab6099a reported in salesforce at this time. No false results were reported during repeat aql testing of lot: ab6479a on (B)(6) 2022. Ncmr 61883 is associated with this lot due to initial aql testing failure due to failure to detect orf1ab targets. Ncmr determined aql failure was due to degraded control material and not related to cassette performance. There is one additional complaint case for lot ab6479a related to a false negative result reported in salesforce at this time. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to false results. Sample work-up: sample tested was identified as cov-04 by api. Api confirmed the concentration of their sample cov-04 to be approximately 1,000 copies/ml for sars-cov-2. Conclusion: the root cause of the false negative api sample results cannot be determined. There is no indication of consumable or hardware malfunction. It is possible that the concentration of the api sample was too dilute to be detected by the sars-cov-2 eua assay. No patient samples were reported to have discrepant results.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.